Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and slightly increased threshold. The rv lead possibly fractured. The lead programming was changed and the rv lead remains in use. No patient complications have been reported as a result of this event.